Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump reset the basal settings on its own. The patient stated that the pump started alarming "active basal rate empty". Customer support assisted the patient in reviewing the pump; the patient confirmed the time and date, insulin to carbohydrate, insulin sensitivity factor, blood glucose target, insulin on board settings were correct. The patient stated that the pump basal history was accurate until 2:45 pm today, where it showed 0 units. This report is made based on the allegation that the pump basal settings reset without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history indicated that the pump was set to basal program 1 at the time of the event. Basal program 1 was found to be an empty basal program. The black box was reviewed and found a "basal program empty" alarm in the history. A 29 hour flow accuracy test was performed on the pump and the pump was found to be delivering within specifications. There was no change in the basal settings during testing. No defects were found with the pump.